Manufacturer narrative:
During inspection and testing, the reported issue (leakage from a-rubber) was confirmed and found to be caused by a pinhole on the a-rubber. The reported issue (knob play) was also confirmed and found to be caused by worn angulation wire. In addition, service found the adhesive on the bending section cover was detached, the a-rubber was slacked, the a-rubber was dirty, the connecting tube was scratched, the bending angel was out of specification, the illumination was uneven due to broken light guide bundle, and the plastic distal end cover was dirty. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported that there was a leakage from the bending section cover (a-rubber) and there was play in the angulation knob. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator and the inside of the light guide lens (lg lens) was dirty. This report is being submitted for the malfunctions found during device evaluation (foreign material in the forceps elevator and dirty lg lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in IFU were not performed completely due to device nonconformity which caused remained the foreign material at/around the forceps elevator. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.